Event description:
The regular bovie cord and grey bugby were connected to the bovie at the same time. The surgeon used the foot pedal for the bugby while both were connected and patient was burned on the abdomen (approximately 1 inch x 1/8 inch). The burn was treated with bacitracin with no additional intervention required.